Event description:
It was reported that the revolution xr/d table top was moving in all axes without resistance. There was neither injury reported nor pt involvement. The concern is for a serious injury if a pt were to become unsteady and fall as result of the float table.

Manufacturer narrative:
A ge field engineer (fe) evaluated the system and found debris lodged in the footpedal assembly, which prevented the table locks from engaging and caused the table to move in all axes. The fe removed the debris and verified the footpedal and table lock functionality.